Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the threads of the reclaim distal stem implants were damaged upon attempt to remove prostheses, after unsuccessful attempt to remove stem the surgeon proceeded to assemble proximal body. Upon entry of proximal body taper assembly tool, the threads were damaged and tool will not properly attach to distal stem implant. No surgical delay.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: examination of the returned instrument confirmed the complaint. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.